Event description:
It was reported that the device manufacturer representative had an incorrectly programmed bridge bolus and an incorrect daily dose change with another case with a health care provider (hcp) the week prior to this report date. It was noted this had already been reported however a previous event was unable to be identified. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).